Event description:
It was reported that the customer was hospitalized for high blood glucose of 673 mg/dl. Troubleshooting was not performed because the customer was completing the paperwork to be released at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.